Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) returned after the initial installation and found the malfunction was tied to the power supply. The fse replaced the power supply and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
During the installation of a cs100 intra-aortic balloon pump (iabp) it was reported that after entering diagnostic service mode, the field service engineer (fse) found that the display was blank and there was noise coming from the iabp. As a result the fse exchanged the iabp datasette and dss datasette, and re-entered diagnostic service mode. The iabp was then able to access the test function. However, the recorder could not be tested. The fse found that the recorder failed. He replaced the recorder and re-tested it. It passed testing. Functional test was then performed and he found that the display showed the battery icon, but the iabp was plugged into the wall. After the installation it appeared that the power supply was not charging the battery. No patient involvement or adverse event was reported.